Event description:
It was reported that the device exhibited premature battery depletion in the presence of known high right ventricular (rv) lead threshold. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: product ID 694965 implantable tachy lead implanted: (B)(6) 2006, model #456845; implantable pacing lead implant date (B)(6)1999, model #409252; implantable pacing lead implant date (B)(6) 1999, model #419478; implantable pacing lead implant date (B)(6) 2010. (B)(4).